Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a thyroidectomy, two devices were used. The tissue pad of the two devices were severely worn. No patient injury was reported. No further information was provided. This is the report regarding the severely worn tissue pad for the second device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, from the obtained picture, it was found that the tissue pad was worn, but not severely worn. The manufacturing record was reviewed and found no irregularities. Olympus medical systems corp. (Omsc) would like to withdraw the submitted MDR (8010047-2018-01249) since there was no reportable event.